Manufacturer narrative:
(B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.  Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. After removing the instrument, examine the staple lines for hemostasis/pneumostasis and proper staple closure. Minor bleeding can be controlled with electrocautery, manual sutures or other appropriate techniques. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. A manufacturing record evaluation was performed for the finished device batch number u5fa78, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is a ¿lovulus¿? Extracorporeally, was the stapling done this way? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? Was the device easy to close? How was the staple line dehiscence addressed? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the leak occur? How was the leak addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient was referred to the operating room for pulmonary segmentectomy in the lower left vovulus due to suspicion of laryngeal neoplasia progression. Videothoracoscopy was performed and the posterior segment of the left lower lobe was exteriorized for tension-free stapling. A 75mm blue load linear stapler was then placed in a portion of the pulmonary nodule, in a peripheral area, without any need for effort to close the stapler. Shooting performed respecting the 15 seconds guided by the package insert. During lung re-expansion, the complete opening of the staple line with visceral pleura and parenchyma laceration with a voluminous alveolar fistula was verified. Distorted staples noted in open lung parenchyma. It is noteworthy that the stapler's native load was used without using a second load.